Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s biomedical facility administrator (fa) reported that a visible internal dialyzer blood leak occurred 1 hour in to a patient¿s hemodialysis (hd) treatment. The leak was visually observed. The machine, a fresenius 2008t machine, did not alarm with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies.

Manufacturer narrative:
Investigation findings, h6 investigation conclusions.

Event description:
A user facility¿s biomedical facility administrator (fa) reported that a visible internal dialyzer blood leak occurred 1 hour in to a patient¿s hemodialysis (hd) treatment. The leak was visually observed. The machine, a fresenius 2008t machine, did not alarm with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. No sample is available for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The complaint investigation did not find objective evidence indicating a product problem, and thus the complaint was not confirmed.

Event description:
A user facility¿s biomedical facility administrator (fa) reported that a visible internal dialyzer blood leak occurred 1 hour in to a patient¿s hemodialysis (hd) treatment. The leak was visually observed. The machine, a fresenius 2008t machine, did not alarm with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. No sample is available for manufacturer evaluation.